Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
It was reported that the customer had a blood glucose level of 7.6 mmol/l. Customer stated that they had a motor error alarm when attempting to deliver a bolus. Customer stated that the alarm has been cleared. Customer has disconnected from the pump. Customer was advised of a false motor error alarm because, they use the sensor feature on the pump. Pump is able to rewind. Customer was advised to retrieve settings. Customer was also advised to return the pump with the battery and zero out the basal rates. No further information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.